Event description:
The complainant stated that during a procedure the back support suddenly dropped from an upright to a flat position. The anesthesiologist caught the back as it was falling down. There was no injury to the patient.